Manufacturer narrative:
The lenses worn during the event were discarded by the patient. Although the device involved in the event was not returned, sealed lenses from the same lot were returned and evaluated. The results of the evaluation revealed that the device was within all specification requirements and concluded no product defect found. A review of the manufacturing records concludes that the product was manufactured, packaged and released according to global and plant product specifications. The optometrist relates the contact lens to the event but also thinks the patient is not as compliant as she should be. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A patient reported that towards the end of the month of wearing contact lenses, she started experiencing light sensitivity and watering eyes. She visited her doctor and was diagnosed with an ulcer in her right eye. The optometrist office confirmed patient was seen for complaints of light sensitivity, tearing and pain. Patient was diagnosed with an infectious corneal ulcer. No cultures were performed. The ulcer is not located in the central 6mm of the cornea. Patient was treated with ciloxan ophthalmic solution, ocuflox eye drops and lotemax suspension drops. Patient returned for a follow-up visit the next day and the day after with much improvement. After two weeks of treatment, the patient is recovered with no permanent decrease in visual acuity. The optometrist relates the contact lens to the event but also thinks the patient is not as compliant as she should be. Patient informed the office she denies sleeping in the contact lenses but admits to having the lenses in longer than she should.